Manufacturer narrative:
(B)(4). The original initial report was submitted on time and accepted through the emdr system. This report is re-submitted due to an FDA request to submit the initial report with the corrected MDR number. The correct MDR number for this report is 3011137372-2016-00367.

Event description:
Customer complaint alleges "that the cannula lariat broke away from tubing during use." Patient condition reported as "fine".